Manufacturer narrative:
The build lhr for cdm-625 1493676 aei603 was examined including the final inspection records and the in-process measurements. There was no ncmr associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 36 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0003 rev 36 line 12.75 - device explanted. Based on the inspection of the retrieved m6-c, in conjunction with the clinical data, the device did not fail mechanically. There was no evidence of device collapse and inspection of the sheath, fiber construct, and core indicated that only slight in vivo damage had occurred. No radiographs were provided and no histopathology or microbiology were conducted, so it is unknown if any bony changes or infection was present at the time of removal. Therefore, the factors that led to the removal of this device were unclear, but the device had not failed mechanically at the time of removal.

Event description:
Information provided states that patient had m6-c implanted at c5/6 on (B)(6) 2022. Pt experients cervical neck pain and discomfort at implant level. The m6-c was removed on (B)(6) 2023.